Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported event as both bushings on the femoral jig are missing from the device and were not returned for evaluation. The root cause is attributed to product design. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action (CAPA-(B)(4)) at depuy. This CAPA is currently underway to investigate the issue of bushing disassociation in correctly manufactured parts. Monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The metal bushings are missing.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.